Event description:
During the second part of a level 1 fusion procedure it was noticed that the screws implanted during the first part of the procedure (over 2 yrs ago) had completely come away. The customer reported that this did not show in the x-rays taken before the procedure.